Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is not related to the device. ¿ rupture: not observed openings during analysis. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported left pain. Hcp later reported rupture, 'lymph node enlargement on both sides of the fluid' and 'prosthesis [¿] is not smooth and shows chubby'.device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left pain. Device has been explanted. Hcp later reported rupture, 'lymph node enlargement on both sides of the fluid' and 'prosthesis [¿] is not smooth and shows chubby'.

Event description:
Patient reported left pain. Device has been explanted. Healthcare professional later reported rupture.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Continued: h6- f2203.